Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A log review revealed recurring errors, and testing confirmed the c33 error at startup alongside additional logged fault codes. Probable root cause is attributed to defective generator.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using a xi system, and before surgical port placement, the customer called to report that the erbe was faulting with a c00 error at startup. The customer attempted to power cycle the erbe several times, but the c00 error persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard power cycle; however, the erbe displayed a c33 error upon restart. The tse advised that the surgeon could use classic mode instead of swift coagulation, though the effect would be limited to no higher than 2. The customer would consult with the surgeon to determine whether the classic setting could be used for the cases. At this time, it is unknown how the procedure proceeded. There was no report of patient involvement. Intuitive followed up and obtained additional information. The surgeon did not wish to do the procedure. The case was cancelled and no patient ever entered the operating room. The rep was contacted and they had a new erbe generator overnighted to us and it was installed the next day. They had to reschedule three patients to another day as dr (B)(6) did not feel it was safe to proceed.